Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported overheating and shock from the patient¿s driveline, as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient¿s driveline was overheating while connected to their power module on (B)(6) 2021. Per additional information from the ventricular assist device (vad) coordinator, the patient experienced a shock on (B)(6) 2021. The submitted log files ((B)(6)) contained overlapping data from (B)(6) 2021 at 8:49:24 to (B)(6) 2021 at 21:23:12. The pump fixed speed was set at 9200 rpm with a low speed limit of 8800 rpm for the duration of the captured data. There were no abnormal events captured ¿ the only captured events were associated with power cable disconnects and pi events. The pump operated above the low speed limit of 8800 rpm for the duration of the captured data. The pump appeared to operate as expected. The submitted x-rays of the patient¿s internal and external portions of driveline did not reveal any areas of kinking or concern. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for vad-20241 and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16oct2017. The heartmate ii lvas patient handbook instructs patients to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. The heartmate ii lvas instructions for use (IFU) also warns that if the external system components have contact with water or moisture, the patient may receive an electric shock. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained of an overheating driveline while on power module on (B)(6) 2021 around 6pm. A log file review was requested. The event log captured a yellow wrench/backup battery fault alarms on (B)(6) 2021 which seemed to resolve on its own. It was recommended to check the ribbon cable of the controller¿s backup battery to make sure it is properly connected to the battery. It was also recommended to check the expiration of the battery on the system monitor and replaced if needed. Otherwise, there were no other unusual events seen within the log file. The x-rays were unremarkable. The vad is functioning as intended. It was reported that the patient experienced a shock from the driveline on (B)(6) 2021. A new log file review was requested. The log file captured a yellow wrench/backup battery fault on (B)(6) 2021 at 16:46 that resolved on its own as no further emergency backup battery faults were noted for the remainder of the log. The log did not capture any type of issue electrically in the log. All voltages were within normal ranges.